Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 170 mg/dl and 76 mg/dl and was having hypoglycemia. The patient experienced low blood symptoms of having a droopy face and was slow at following directions. Customer then tested on his wife's competitor device and received a blood glucose result of 38 mg/dl. The customer's wife treated him with grape juice and peanut butter. The wife called 911 and the fire department arrived immediately, they received a blood glucose result of 60 mg/dl on their meter. Caller stated the fire department informed the wife to make the customer a sandwich. Fire department did not provide him any treatment. They continued to check his blood sugar until it was over 70 mg/dl, and then they left. Caller stated the fire department advised caller and wife to take the customer to the va. Customer was taken to the va, where he spoke with a physician. No treatment or medication was given at the va because customer felt fine. Customer was not admitted to the va. Return of the suspect device was requested for evaluation.